Manufacturer narrative:
The device was not returned for analysis. Vessel rupture is a known inherent risk of the endovascular procedures and is documented in the hyperform balloon¿s instructions for use (IFU). Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the hyperform balloon device occurred during the treatment procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The exact cause is unknown. Linked with MDR: 2029214-2018-00652. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following report, the patient had a left internal carotid artery (ica) ophthalmic aneurysm. The aneurysm was reported to have doubled in size over time. A ped 4.5x16 was used for treatment. The ped was twisted and there was severe stenosis in the vessel. A hyperform 7x7 balloon was used to open it but was difficult to cross the stenosis proximally. Access was then tried via the acom which lead to vessel rupture and extravasation (increased intracranial pressure (icp) and blood pressure (bp)). A balloon was used to arrest the bleeding. No ventriculostomy was performed despite the hemorrhage. The patient at follow-up had evidence of multiple strokes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.